Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, confirmed the error and replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received a da vinci product associated with this complaint to perform failure analysis (fa). The usm was analyzed and found to have errors. The unit was tested on an in-house system and failed in normal mode as error 1162 was triggered at power up. The unit was also tested on a pftp and passed all 940 and 960 tests performed. The unit was re-tested on the system twice and the error did not occur. Further investigation was performed, and no signs of fluid intrusion was found in the insertion or cannula. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure there was 1162 errors at powerup. The customer tried to emergency power off (epo) the system with no change. The site installed a cannula and performed a power cycle with no change. The site was planning to move the case to a different system or change out the patient side cart (psc) from a diff system. The procedure was aborted to another da vinci system with no indication of patient injury.